Event description:
It was reported that during routine procedure that device interrogation revealed high pacing impedance on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. The patient was discharged from the hospital after the procedure.

Manufacturer narrative:
Correction: h10 statement was incorrect. A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and the reported event of high pacing impedance was not confirmed. A complete lead was returned in one piece for evaluation. Visual, electrical, and x-ray testing was normal and no anomalies found.

Manufacturer narrative:
The reported event of high pacing impedance was not confirmed. As received, a complete lead was returned in one piece for evaluation. Electrical, mechanical, and visual analysis was normal with no anomalies found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The product was not returned for additional evaluation. Therefore, the event could not be confirmed, and the cause remains unknown.